Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, uti and endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), migraine ("migraine"), mental impairment ("mental fogginess") and insomnia ("not able to sleep"). The patient was treated with surgery (salpingectomy (bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fibromyalgia, mental impairment and insomnia had resolved and the genital haemorrhage, heavy menstrual bleeding, hypersensitivity, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, insomnia, mental impairment, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, menorrhagia, general abnormal bleeding, fibromyalgia, fatigue, migraine, mental fogginess, not able to sleep. Left: 2 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully blocked bilateral fallopian tubes.. Imaging procedure - on (B)(6) 2015: essure confirmation test unknown: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient medical history, lab data, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), migraine ("migraine"), mental impairment ("mental fogginess") and insomnia ("not able to sleep"). The patient was treated with surgery (salpingectomy (bilateral},hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fibromyalgia, mental impairment and insomnia had resolved and the genital haemorrhage, menorrhagia, hypersensitivity, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, insomnia, menorrhagia, mental impairment, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, menorrhagia, general abnormal bleeding, fibromyalgia, fatigue, migraine, mental fogginess, not able to sleep. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received : event injury was replaced. New events pelvic pain, abdominal pain, dysmenorrhea, back pain, menorrhagia, general abnormal bleeding, hypersensitivity, fibromyalgia, fatigue, migraine, mental fogginess, not able to sleep, lab data, new reporter were added. Patient dob added, reporter address updated. Device removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.